Manufacturer narrative:
The revision reported was likely the result of both a patient-related condition and an insufficient bond between the humeral stem and the bone, which led to aseptic (non-infected) humeral stem loosening. However, this cannot be confirmed as the devices were not available for evaluation.

Manufacturer narrative:
Concomitant device(s): 300-20-02, 2577697 - equinox square torque define screw drive kit. 310-01-50, 2521261 - equinoxe, humeral head short, 50mm (beta). 300-10-45, 2427659 - equinoxe replicator plate 4.5mm o/s.

Event description:
As reported, this (B)(6) y/o male patient had a right tsa with anatomic implants in (B)(6) 2013. Right side was scheduled for revision to reverse shoulder (B)(6) 1st due to pain and signs of stem loosening. The glenoid looks good on CT per surgeon. During the operation after removing the stem, the anesthesiologist requested to stop the operation if possible due to some issues. It was discussed and thought the best plan was to put a temporary spacer and leave the glenoid and postpone the full conversion to reverse until later. Today, the patient underwent removal from of the spacer which had been articulating with the caged glenoid that was left behind in place. The glenoid was still fixated well and was worn but not bad per surgeon. Revision went ¿very well¿ according to the surgeon. There is a slight chance that the hospital can release the glenoid to exactech. Patient was last known to be in stable condition following the event.